Event description:
The surgeon contacted the representative because the patient was seen today (B)(6) 2025 in clinic. The patient reported to the surgeon that when they sat down to go to the bathroom, they were having sharp pain in their back. The surgeon had an xray of the lumbar spine which showed a shim backing out of the shell at the operative level (initial surgery (B)(6) 2025. The patient is declining surgery at this time.

Event description:
The surgeon contacted the representative because the patient was seen today ((B)(6) 2025) in clinic the patient reported to the surgeon that when they sat down to go to the bathroom, they were having sharp pain in their back. The surgeon had an xray of the lumbar spine which showed a shim backing out of the shell at the operative level (initial surgery (B)(6) 2025). The patient is declining surgery at this time.

Manufacturer narrative:
Update 09-04-2025 - it was reported the patient underwent revision surgery on (B)(6) 2025. See below. The patient underwent revision surgery on (B)(6) 2025. A representative from relentless medical and myself were present. Following exposure, the surgeon attempted to remove the shim with pituitary-style graspers. This was unsuccessful, and removal was then attempted using the shim removal tool. The removal tool was inserted into the back of the shim and placed in the unlocked position. The slap hammer was then used to remove the shim from the posterior aspect of the shell. Attempts to remove the tihawk shell with the shell retriever tool resulted in minimal movement of the implant, but complete removal from the disc space was not achieved. The surgeon then attempted to fragment the implant using kerrison ronguers and other general instruments not provided by the accelus system. Portions of the shell fractured and were retrieved. During subsequent attempts, a portion of the implant became caught in tissue. The implant core was identified as being lodged intradurally. A neurosurgeon was called to the operating room to perform intradural removal of the core. The neurosurgeon removed the core and closed the posterior aspect of the dura. Postoperatively, the surgeon reported that the patient sustained significant neural injury during the removal procedure. No additional updates are available at this time. Image of the pieces of the shell and core are below. The shim (not pictured) was also removed.